Manufacturer narrative:
Additional, changed, and/or corrected data: d6a, d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: capsular contracture: unable to observe as it is not related to the device. Anxiety-product/procedure: unable to observe as it is not related to the device. As per the investigation procedures deformation was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side "implants are recalled and she has capsular contracture", baker grade unknown. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, d4, h4, h6. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported right side "implants are recalled and she has capsular contracture", baker grade unknown. Device was explanted.

Event description:
Healthcare professional reported right side "implants are recalled and she has capsular contracture", baker grade unknown. Device was explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.